Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Intimal dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Xience xpedition 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a de novo lesion in the distal left anterior descending (lad) artery with heavy tortuosity and heavy calcification. A 2.75 x 48 mm xience xpedition was deployed at the lesion at 14 atmospheres; however, a dissection occurred. Another stent was used to cover the dissection. There was no interaction of devices and no other procedural issues noted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.